Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the rep saw the patient this morning ((B)(6) 2021), and found 2 electrodes (electrode 3 & 7) that were out of range. Per the rep, the patient was getting good therapy benefit. The rep sent an image of impedance values that displayed electrodes 3 and 7 greater than 10,000 ohms. The patient would be having an ins replacement by (B)(6) 2021 when the ins will be at eos-end of service (currently eri-elective replacement indicator). There are no actions planned to resolve the high impedances at the moment as the patient is getting good therapy. The cause of the high impedances was not determined.